Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, the patient underwent treatment of a thoracic aortic aneurysm of the transverse arch with a gore tag thoracic endoprosthesis. On (B)(6) 2013, follow up imaging identified that the device had migrated 8 cm distally. It was reported the migration of the graft was due to proximal aortic elongation from disease progression. It is unknown if aneurysm enlargement has occurred. On (B)(6) 2013, an intervention was performed to treat the migration. A conformable gore tag thoracic endoprosthesis was implanted to reline the previously implanted device and provide proximal extension up to the level of the right common carotid artery. A bypass procedure was performed between the right common carotid and the left subclavian arteries to re-establish blood flow to the head vessels. A second device was then implanted to provide distal extension. Final angiography showed restoration of blood flow to the head vessels and exclusion of the aneurysm. The patient tolerated the procedure.